Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify or replicate the reported issue. After performing functional and performance testing, proper device operation was observed. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had experienced a blank screen. The monitor would display neither the primary lead ECG waveform nor the vital signs. In this state, ECG data (ECG cable and paddles lead) may not be available on the display. As a result, defibrillation therapy may be delayed if it were necessary. The patient associated with the reported event was not harmed.